Event description:
It was reported that the infusion pump was involved in an overinfusion. The pump was to be programmed to administer a morphine solution at 2 ml/hr. Approx 7 hrs later the 50 ml bag was almost empty, and the pump displayed that 36 ml had infused. The pt was alert and oriented. The infusion pump was removed from the pt. No med or surgical intervention was required.